Event description:
On (B)(6) 2011 the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2011 a proximal type I endoleak was identified. On (B)(6) 2011 the pt underwent an intervention to resolve the proximal type I endoleak. The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.